Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance. Additional information received which indicated that this rv lead exhibited noise and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.